Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Tandem customer technical support recommended replacing the transmitter, however the customer declined as connection had regained. No additional patient information was available.